Event description:
It was reported that the patient (pt) was having trouble getting the implant charged. Pt said charging had not been working right for the last month or two and had gotten much worse. Pt said they would keep getting system problem rm03 (usually not right away but after charging for a few minutes). Pt also said they would be on excellent, but then without moving they would all of a sudden get poor quality. Pt confirmed they charge sitting up with thin clothing between the paddle and skin, and did not have anything heavy covering the paddle. Pt also said they made sure the batteries didn't run down. Pt mentioned when trying to start charging, sometimes they'd have to press "continue" several times to get the process started. Pt inspected recharger (rtm) cord and pins but did not see any damage. Pt inspected controller port but said it looked fine. Pt cleaned the rtm pins and controller port and started a recharge session, but reported poor quality. Pt then kept going from excellent, to good, to poor without moving and after repositioning rtm. Pt said in the last month or two that connection issue had been more frequent. Pt was then able to stay charging for several minutes (went from 70-80%) but then got rm03 again. Pt said they had noticed the paddle and cord getting a little hot lately and they didn't used to. The issue was not resolved. No symptoms were reported. A replacement recharger was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) b3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) found there was a recharge antenna failure, no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.